Event description:
It was reported that a peritoneal dialysis (pd) patient noticed moisture inside the machine but no leak discovered and the cassette did not appear to have a leak. Upon follow up, the patient confirmed the reported event. The pd nurse suggested that the moisture may be a result of heat, however the cause of the moisture was not confirmed. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. There is no product currently available at the distribution centers for analysis. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient noticed moisture inside the machine but no leak discovered and the cassette did not appear to have a leak. Upon follow up, the patient confirmed the reported event. The pd nurse suggested that the moisture may be a result of heat, however the cause of the moisture was not confirmed. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.